Event description:
During a ptca treatment procedure involving a calcified and 99% stenotic lesion in an unspecified coronary artery, the maverick monorail balloon was suspected to have ruptured at 6 atm's on the initial inflation. The maverick monorail catheter was removed and replaced with another catheter to complete the procedure. The pt was asymptomatic during this event. A 6f telmo introducer sheath and a bmw guidewire (size unknown) were also used in this case, but the size and type of guide catheter and inflation device used are unknown. The procedure was successfully completed. No pt injuries or procedural complications were reported. Pt status is reported as 'good'.